Manufacturer narrative:
Based on the information available, no conclusions can be made. As reported, patient experienced post-op complication of erythema/redness. Medical affairs has assessed the aes as being likely related to the device and serious. Review of the device history records confirms the device was manufactured to specification. Remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2018, patient underwent bilateral mastopexy/reduction; medial pedicle, using a wise pattern - superiomedial pedicle. 2 pieces of galaflex were used. Concomitant procedures included: fat grafting to breasts/ liposuction to flanks, upper back, buffalo hump, abdomen, axilla. On (B)(6) 2018, erythema/redness; right vertical incision, was reported. Patient treated with medication (cipro 500mg). Betadine and non-stick pad. Resolved without sequelae on (B)(6) 2018. Review of medical affairs identified that the erythema/redness is likely related to the device and serious.